Event description:
It was reported that during an unk procedure, the device was jammed on the tissue. The surgeon was able to free it without damage to the tissue. Another like device was used to complete the procedure. No pt consequence reported.

Manufacturer narrative:
(B)(4): malformed clip, jamming issue. Evaluation summary: the analysis results for the instrument found that it was returned non-functional. The instrument was cycled and upon the first firing, a double feed issue occurred and the jaws remained closed. The trigger was manually assisted to reopen the jaws; subsequent firings resulted in seven conforming clips. The instrument locked out as intended but the orange indicator did not show up completely. A corrective action has been initiated to address double feed issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.